Event description:
Laboratory technician received a skin laceration when opening a 15 x 103 mmtest tube containing 4.5ml tryptic soy broth (tsb). The event occurred when the technician attempted to remove the plastic screw-on cap from the tube. The cap was reported to be tight. The technician required medical treatment and recieved four (4) sutures on the outer side of the right thumb caused by tube breakage. The technician returned to non-restrictive duties.